Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6), ubd: , UDI#: h3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the display became unresponsive twice during a procedure. Both times, the issue was resolved with a system reboot. It is unknown if there was any impact on patient outcome or delay. On (B)(6) 2026 interface update details (rep): additional information as received. It was reported that the manufacturing representative (rep) was unable to replicate the reported issue. Technical services (ts) advised the rep to uninstall the software as a preventative measure.

Manufacturer narrative:
H3) the software team reviewed the attached case logs. Found two sessions for the reported issue date. Also, observed there were no irregularities in the rabbitmq service, gpu activity, or database operations and no segmentation faults were observed. There was no evidence captured in the logs for the cause of unresponsiveness. Based on the available data, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a posterior cervical procedure was being performed using instruments used for spine stabilization. The system needed to be rebooted and everything needed to be re-registered. This resulted in a surgical delay of unspecified duration. There was no impact on patient outcome.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.